Event description:
Pt was cannulated with a fistula needle which was missing the protective sterility cap. This facility removes each fistula from its package in the morning and assembles kits for the day's treatment. Neither the kit packager or the technician checked to see if protective sterility caps were in place. The technician did not follow labeled precaution which states "do not use if protective sterility caps are not in place". MDR is filed for estimated blood loss of 100cc. No intervention was required.